Event description:
It was reported that during a lower extremity angioplasty treatment procedure, a vessel dissection occurred and the patient was taken to surgery. Vascular access was obtained through the left groin. The 60% stenosed target lesion was located in the tortuous anastomosis of an unknown graft. The physician advanced an 8mm x 2.0cm x 135cm pcb cutting balloon to the lesion. The physician inflated the balloon to 10atm and held it for one minute. The balloon was slowly deflated and removed when a moderate dissection was noticed. The patient was taken to surgery right away were sutures were applied to the graft vessel. No further complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).